Manufacturer narrative:
(B)(4). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during surgery the monomer liquid had not entered into cartridge, so that the products could not be used.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not be returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during surgery the monomer liquid had not entered into cartridge, so that the products could not be used.